Event description:
Boston scientific crm received information that this right ventricular lead had dislodged.

Manufacturer narrative:
A revision procedure was performed and the lead was successfully repositioned. This issue will be re-evaluated if additional information is received.